Event description:
Caller reported that the cartridge was not fitting properly on the pump due to damage to the rack pushrod. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.